Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The complaint includes breathing in smoke, having sore throat and his lungs are getting worse. There was no serious or permanent report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
Additional information was received on october 09, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a bipap device's sound abatement foam. Additional information was received about the alleged of eye irritation, nos irritation, skin irritation, respiratory tract irritation, dizziness and/ or headache, hypersensitivity, nausea/ vomiting, asthma (new or worsening), inflammatory response, lung disease, reduced cardiopulmonary reserve. The section e1 was updated and sections b1, b2, h1 and h6 have been corrected in this report as follows: section b1 was corrected for both adverse events and product problem (only the product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction to serious injury. Section h6 health effects - clinical codes and health effects - impact code was corrected.

Manufacturer narrative:
Additional information was received on oct 21, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging the device has a smoke smell, causing a sore throat and lung pressure is dropping, eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, nausea/ vomiting, asthma ( new or worsening), inflammatory response, lung disease, reduced cardiopulmonary reserve that are related to bipap device's sound abatement foam. There was no report of serious or permanent patient harm or injury, there was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed the top cover had what appeared to be a small knick on the side of it. The ui display was observed to have an unknown dust-like contaminant inside of it. The ui therapy knob was observed to have small cracks in the side of it, and appeared to have a hardened substance on it and around the connector for the pca, possibly hardened glue. An unknown dust-like contaminant was observed on the top enclosure, pca, flow manifold, blower box cap, blower, blower bellow, right side assembly, blower box bottom, abatement foam, inlet seal, and bottom enclosure. Hair-like particles were observed on the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. Durning the investigation of the humidifier shows a dust-like contaminant on the flip lid and flip lid seal. Evidence of liquid ingress with potential mineral deposits was observed on the flip lid seal. An unknown orange-like contaminant was observed on the flip lid, bottom housing, heater plate, top housing, left side panel, dry box, and bottom housing screws. An unknown dust-like contaminant was observed on the left side panel, top housing, dry box, dry box seal, inlet seal, bottom housing, heater plate, and lower base. Hair-like particles were observed on the dry box seal, inlet seal, dry box, bottom housing, and lower base. What appeared to be an unknown insect was observed on the bottom housing. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 4 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence dust like contamination, liquid ingress and unable to address the patient's symptoms. Sections d8, d9, h2, h3 and h6 has been updated in this report.